Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the tray, arteriotomy locator, hemostasis sheath, guidewire, sealed polyfoil pouch and header bag. There were no blood-like substances on the returned label. The sample was subjected to visual analysis. There were no signs of damage or deformation on the returned device. Functional testing was performed. The guidewire was inserted into a vessel model and the locator was run over it. The pair was inserted into a vessel model and was able to be inserted. The complaint cannot be confirmed for insertion difficulty. The exact root cause cannot be determined. The likely root cause is there was some obstruction to the motion of the guidewire within the vessel. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the incident took place approximately one month ago. The angio-seal device was removed from the packaging and the guidewire could not be inserted. After several attempts, the guide was successfully inserted, and the device continued to function properly. There was no harm to the patient.